Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00260. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year and 10 months. Manufacturer's investigation conclusion: the exchanged modular cable was returned for evaluation. The report of driveline power fault alarms was confirmed based on the submitted log files. The log files contained approximately 3 and 5 days of data, spanning from (B)(6) 2017 17:26:38 to (B)(6) 2017 15:05:50 and (B)(6) 2017 10:17:14 to (B)(6) 2018 08:21:15, respectively, per the timestamps. Both log files captured numerous driveline disconnect alarms, lvad off alarms, driveline power faults, and driveline comm faults. At the end of the second log file, all alarms cleared on (B)(6) 2018 20:55:13, and the device operated as expected for the remainder of the log file. A specific cause for the alarms and a correlation to the evaluation of the returned modular cable could not be conclusively determined. Visual inspection of the returned modular cable revealed that the bend reliefs and outer jacket were discolored. The controller and inline connector pins were unremarkable. The inline connector and controller connector appeared unremarkable and show no issues with the pins or alignment features. The returned modular cable was connected to a test system controller, hm3 pump, patient cable, power module, and system monitor. The system operated as intended without any alarms active; manipulating the cable had no effect on pump function. The modular cable was then connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. The heartmate 3 lvas IFU and patient handbook contain information regarding how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for driveline power fault alarms. The patient admitted to hitting system controller against a wall, however no obvious signs of damage to system controller. On (B)(6) 2018, it was reported that additional driveline power fault alarms occurred. The patient was reported to have been asymptomatic. Technical service reviewed the log file submitted which contained the communications fault alarm. Comm a and comm b faults were associated with the driveline power faults. Log file contained intermittent pump stoppages on (B)(6) 2018 at 2:06:47 pm - 2:06:49 pm, at 2:07:14 pm - 2:41:54 pm, at 2:41:57 pm - 2:42:16 pm, at 2:44:53 pm - 2:44:57 pm. On (B)(6) 2018, it was reported that modular cable and system controller were replaced without issue. No additional information was provided.